Event description:
Reported due to hematoma requiring blood transfuison. The physician attempted an arteriotomy closure with the perclose a-t (closer ak) device following an interventional procedure. Fluoroscopy was performed prior to the procedure and the following info was found: the size of the vessel was estimated as being greater than five (5) mm, the puncture site was confirmed to be in the right common femoral artery and the condition of the vessel was found to be calcified and tortuous. Hemostasis was successfully achieved with the device. However, a hematoma, approximately twelve (12) cm in size, was detected immediately following the procedure. The pt experienced a decrease in hematocrit requiring a blood transfusion. The specific hematocrit level and amount of blood transfused is unknown. The pt has not experienced any problems as a result of the hematoma and blood transfusion.